Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels, as high as hi, for almost a week. The patient changed the infusion device accessories and increased the basal rates, but she continued to have elevated blood glucose levels. The patient's nurse took her off the device and gave her one of the hospital's devices to use instead. During the past week, the patient's device had only administered 50 units of insulin and the patient's mother and nurse think that it should have delivered nearly 200 units of insulin. The patient's blood glucose level began stabilizing on the hospital's infusion device. The patient's mother and nurse think her infusion device was not delivering an accurate amount of insulin.